Manufacturer narrative:
The reported issue of high impedance was confirmed. Analysis of the returned lead found a fracture on the outer tubing where one of the internal wires (channel #1) was broken. The broken wire would have caused the reported event observed in the field. The fracture was consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
Related manufacturer reference number: 3006705815-2020-00275.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00275. It was reported the patient's ipg was unable to enter MRI mode. Diagnostic testing revealed high impedance values on one lead. In turn, surgical intervention was undertaken wherein one lead was explanted and replaced. This addressed the issue. It is unknown which lead had high impedance and was explanted, therefore both leads are being reported.